Event description:
Caller reported a cgm error 42 associated with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the process, which resolved the issue as the pump did not display the error code again. The caller successfully started their sensor session afterward.